Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebz0306 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the leakage occurred from the proximal of the connection part between the catheter and the catheter connector when the catheter was flushed after connecting the catheter and the catheter connector. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. A longitudinally aligned split was observed near the connector. The split appeared irregular. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. Microscopic inspection of the split confirmed irregular edges. The split edges were coarsely granular. The split exhibited inward curving edges. Following longitudinal bisection of the sample in the vicinity of the split, microscopic inspection revealed the damage to be more severe on the inside surface. Material abrasion was observed in the vicinity of the split. The split characteristics were consistent with catheter damage caused by forceful contact between the catheter and the stylet. Such damage can occur if the stylet is not wetted prior to removal and if the stylet is withdrawn against resistance. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ a lot history review (lhr) of rebz0306 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the leakage occurred from the proximal of the connection part between the catheter and the catheter connector when the catheter was flushed after connecting the catheter and the catheter connector. There was no reported patient injury.